Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =250 mg/dl with moderate urinary ketones and the diagnosis of diabetic ketoacidosis. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump experienced an intermittent power issue. Troubleshooting by animas customer support revealed the pump alarm history had records of alarms emitted alerting the user to replace the battery. During troubleshooting, the user changed the battery using a battery from a new pack and the pump powered on properly. Animas customer support determined the event was associate with use error. Pump return is not required. This complaint is being reported because the patient experienced serious injury on insulin pump therapy due to use error.